Event description:
A surgeon reports an unexpected hyperopic outcome following intraocular lens (iol) implant surgery. The surgeon adjusted their a-constant with good results. Additional information has been requested.